Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06sept2019. The customer contacted product support and was advised swapping sol 2&4 with 1&2 for troubleshooting. If problem changes (to the machine pressure 110b) to replace the solenoids. If problem persists as it to replace the da pcb. This is a check vent condition only. Unit will continue to function and ventilate patient. The customer replaced the defective pcba, data acquisition to address the reported problem. The unit successfully passed the required performance verification test. Failure analysis on the returned data acquisition (da) board shows that u6 proximal pressure sensor noted to be out of specification. Replacement of u6 and subsequent testing verified removed failure. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that unit is giving a proximal pressure sensor auto zero failed 110a error code. There was no patient involvement.